Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 65, 131 mg/dl. Tests were done within 11-20 minutes with a difference of 59 mg/dl. Pt did not experience any adverse events. No further info has been reported.